Manufacturer narrative:
Evaluation summary: one lf5644 ligasure device was received, and an evaluation of the sample confirmed the reported issue. Visual inspection found the black outer shaft was crushed in the middle and had sharp edges. It could not be determined if any pieces of the shaft were missing. Further investigation found the damage shows signs of over flexing during use, causing the outer black shaft to crack. The investigation identified the root cause of the issue to be due to misuse. The instructions for use included with this device cautions users to avoid bending the shaft. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device broke during use on a patient. No patient injury occurred or medical intervention was required. Examination of the received sample by medtronic found the outer shaft was damaged with sharp edges. It is unknown if any pieces detached.